Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
A patient had total parenteral nutrition line inserted with an over the wire kit. The patient noted that the wire leaked and 12 days later a crack was noted at the junction of the clear tubing and white lumen. The patient required a new PICC line to be inserted as a result of this occurrence. No other adverse effects to the patient were reported due to this occurrence.